Manufacturer narrative:
Investigation is pending.

Event description:
In 2007. It was reported by a sales representative that during a posterior cervical surgery, one prong at the end of the polyaxial screwdriver is sheered off and the remaining two prongs are splayed. Upon further contact eleven days later, it was reported by the representative that during a revision surgery of the nexlink construct approx two and a half months earlier, one prong on the end of the modular polyaxial driver sheared off and the remaining two prongs are splayed. The surgeon had removed 3-4 of the screws when the driver tip broke. He removed the fragment and completed the surgery is intended with the additional driver. There was no surgical delay associated with the event. The removal/revision surgery was performed to extend the construct and possibly reposition an incorrectly placed screw.